Event description:
Customer reported being unable to obtain a blood glucose result on the advantage system due to an error (within specifications). Upon evaluation by the MFR, missing segments were found. No adverse event was reported. Replacement product had been previously sent to the customer.